Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a history of experiencing diaphragmatic stimulation from the left ventricular (lv) lead that was resolved with reprogramming. The lv lead remains in use. No further patient complications have been reported as a result of this event.